Event description:
Event description boston scientific received information that this vdd lead was exhibiting elevated thresholds and ventricular loss of capture. The physician suspected lead damage. However, all lead testing was appropriate and daily measurments showed normal impedance results. Isometrics did not produce any significant lead changes. Therefore, the lead was reprogrammed from 2.5v bipolar configuration to 4.0v unipolar configuration. The patient's next follow up visit will be in january 2007.